Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: pt had the above grafts implanted (B)(6) 2014. 32mm graft proximally. Latest follow up showed endoleak. Physician feels it looks like a type iii and there is a problem with the graft. Additional information received from rep. (B)(6) 2017: from what we could see the leak seemed to be above the level of the overlap, so we were just suggesting that there may be a problem with the graft itself and not the overlap. So yes it was just in reference to the query type iii endoleak. If there is a type iii endoleak it was felt it was too proximal to be coming from the 34mm graft and that the likely culprit was the 32mm proximal graft. Patient outcome: physician plans to reline the segment in question on (B)(6) 2017 with a zta graft. No information regarding any adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Summary of investigational findings: this pr concerns a patient with a type iii endoleak. Two proximal components were implanted in the descending thoracic aorta. The second (zteg-2p-34-202-pf) was implanted inside the first (zteg-2p-32-200-pf) with 4.5 stent overlap. As per imaging review, an endoleak is confirmed. It most likely is a type ill endoleak through a fabric rent in the first component (zteg-2p-32-200-pf) caused by sealing stent barbs of the second (zteg-2p-34-202-pf). Although the leak is just superior to the sealing stent, the settling observed supports an original sealing stent position over the leak. Because the leak was 4.5 stent lengths away from the overlap, it could not have occurred between the stents. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.